Event description:
Addendum to the initial MDR to document additional information and medical records provided by the patients attorney. On (B)(6) 2012: the patient was diagnosed with incarcerated incisional hernia and underwent a laparoscopic repair with implant of a bard/davol composix l/p mesh. On (B)(6) 2014: the patient underwent an endoscopy due to nosebleeds and vomiting. Patient was found to have gastroparesis. On (B)(6) 2014: it is alleged by the patient¿s attorney that the patient underwent a subsequent, emergency open removal of synthetic mesh, due to alleged mesh malfunction, specifically "giant cell reaction with synthetic mesh," which caused the patient severe abdominal pain. Medical records indicate that the patient presented to the hospital ER with complaints of severe abdominal pain and was diagnosed with recurrent incisional hernia, extensive bowel adhesion to old mesh (composix l/p) and underwent a laparoscopic extensive lysis of bowel adhesion away from the mesh (composix l/p), laparoscopic converted to open repair of recurrent incisional hernia with implant of a non bard/davol strattice biologic graft, removal of the bard/davol composix l/p mesh, multiple enterorrhaphy followed by triple foley catheter insertion. Per the explant operative report details, "we visualized the hernia. It was very clear that the bowel was adherent to the mesh. So, we applied another two 5 mm trocars and we took our time to take the bowel off the mesh. After completely removing the whole bowel out from the mesh, we decided to open the mesh due to the location which was mainly suprapubic. We identified the mesh edges and we removed it." On (B)(6) 2014: the patient developed an intraperitoneal hematoma as well as severe hematuria with blood clots and underwent an exploratory laparotomy with evacuation of the intraperitoneal hematoma, repair of the anterior wall of the urinary bladder followed by suprapubic cystostomy tube placement. It is alleged the patient has experienced and continues to experience abdominal pain, irritable bowel syndrome, difficulty eating and digestion foods, "lopsided" stomach, removal of her naval and severe and permanent injuries including diminished quality of life and diminished ability to be able to work.

Manufacturer narrative:
Addendum to the initial emdr to document additional information, medical records, and general patient outcome allegations made by the patient¿s attorney. The patient underwent additional surgery to repair a recurrent hernia, during which bowel adhesions to the mesh were noted in the operative report and the mesh was explanted. Recurrence and adhesions are known inherent risk of surgery and recurrence, adhesions are listed in the instructions-for-use as possible complications. No sample was returned for evaluation; however, a review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the information received, there is no way to determine whether the bard/davol mesh may have caused or contributed to the problems experienced due to the patient's complex medical/surgical history. Should additional information be provided a supplemental emdr will be submitted.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to correct the manufactured and expiration date for the composix lp. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient experienced pain, irritable bowel syndrome, difficulty eating and digesting foods, "lopsided" stomach, removal of her naval and "giant cell reaction with synthetic mesh." With the limited information available at this time, an assessment can not be made in regards to the allegation of a foreign body reaction. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012 - the patient underwent laparoscopic repair of incarcerated incisional hernia where a bard composix l/p mesh was introduced to reinforce tissue affected by the hernia. On (B)(6) 2014 - the patient underwent a subsequent, emergency open removal of synthetic mesh, due to alleged mesh malfunction, specifically "giant cell reaction with synthetic mesh," which caused the patient severe abdominal pain. It is alleged the patient has experienced and continues to experience abdominal pain, irritable bowel syndrome, difficulty eating and digestion foods, "lopsided" stomach, removal of her naval and severe and permanent injuries including diminished quality of life and diminished ability to be able to work.